Event description:
It was reported that during an embolization treatment procedure, coil migration occurred. The patient was undergoing treatment of large caliber varicose veins in the non tortuous gastroesophageal vein. A .038" 5fr non bsc catheter was placed and an unspecified coil was implanted without issue. The .035" interlocking detachable coil (idc) was then advanced just beyond the distal tip of the catheter with no resistance noted. The physician was attempting to position the coil and while retracting into the catheter, the coil "dropped". The coil migrated to an unspecified location. Post imaging revealed the proximal portion of the idc was stretched. There were no additional patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).